Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clenz leak underneath the coulter lh 500 hematology analyzer and on top of the table. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) secured loose tubing at the primary aspiration pump. The fse optimized the vcs (volume, conductivity, and scatter) module. The fse verified mode to mode.

Manufacturer narrative:
(B)(4).